Event description:
Customer reported cgm error 42 related to their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully started a new sensor session with no recurrence of the error.